Event description:
It was reported that an ilet user experienced hyperglycemia while a newly installed libre sensor displayed a sensor error and then resumed readings, during which the ilet did not receive glucose data and the user worried insulin delivery was inadequate; subsequent stable sensor values showed glucose decreasing from 340 mg/dl to 310 mg/dl. Customer care provided support that included troubleshooting and education investigation of this case revealed that the cause of the hyperglycemia was unclear, with the event temporally associated with a sensor error and warmup period. No symptoms associated with elevated blood glucose reported. Outcomes included user self-management guidance with no medical intervention or hospitalization reported. It was concluded that the event was user- and context-managed with no device retrieval and that no definitive root cause could be established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.